Event description:
"End of edwards clip broke off in two small pieces, not sure if was in custom-pack or opened separately. Found all missing broken pieces. Broken clip given to charge nurse in." It was confirmed through customer service that the device broke inside the patient.

Manufacturer narrative:
We have contacted hospital, and are awaiting a reply to determine if product is available for evaluation. A follow-up report will be issued.